Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
It was reported by the sales rep via phone that during an acl repair procedure the sales rep's rigidfix femoral guide had the thumb screw break inside the guide. The break in the screw happened outside of the patient with no fragments created. The sales rep's 8.5 rigidfix femoral rod is jammed in the guide because the screw cannot be removed from the guide. The case was completed with this device with no patient harm or delays. The devices are being returned for evaluation.

Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate evaluation statement: the complaint device was received and inspected. Visual observation reveals the thumb screw was broken and the femoral rod is stuck inside the guide frame, confirming this complaint. It is likely that the user hit the thumbscrew while malleting out the guide. Other than this possibility, we cannot discern a root cause for this failure. A device history record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).